Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system 1, medwatch with identifier (B)(6) is for aviva system 2.

Event description:
Caller reported blood glucose results of 33 mg/dl on aviva system 1, 70 mg/dl on advantage system 2 within 10 minutes. No adverse event was reported. Strips for aviva system 1 not available for return, replacement sent.